Event description:
Facility stated that the actuator on a rpa450-1 patient lift failed, causing the boom assembly to fall downwards, hitting the patient in the head. Patient began to descend from an elevated position but was caught by staff members prior to hitting the floor. User sustained cuts to her head requiring stitches.